Manufacturer narrative:
File a 30-day MDR. An assessment was conducted. The event is still considered reportable under FDA's regulation. The customer's symptoms, including a stuffy nose and sore throat, are more likely attributed to external factors and potential misuse rather than being directly caused by the soclean device. The customer's use of knock-off replacement filters, especially after changing the filter kit, aligns with the onset of symptoms. Additionally, the customer has never adhered to recommended handwashing practices for her pap equipment over the years, which could have compounded any potential issues. The customer has also expressed reluctance to discontinue using the soclean device or to engage in the suggested handwashing. Thus, the symptoms appear to be linked to a combination of external factors and the use of non-standard filter replacements, rather than a direct result of soclean usage.

Event description:
Customer reports nasal congestion and sore throat. Md seen and prescribed antibiotics and the customer received a steroid shot.